Event description:
Device 2 of 3. Ref. MFR. Reports: 1627487-2014-15214, 15216. It was reported the pt was without stimulation. The sjm representative met with the pt and diagnostics indicated impedances were within normal limits. Reprogramming was unable to resolve the issue and the pt is still unable to feel stimulation. X-rays were taken and no anomalies were identified. The pt denied any trauma. The pt is to consult with his physician as the next course of action. It is unk which lot numbers the pt currently has implanted; therefore, all possible lots are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.